Event description:
It was reported that pump displayed multiple malfunction alarms, including malfunction 199 in tandem source and malfunction code 12 on pump, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement under warranty, provided instructions for storage mode, advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump, and instructed customer to return problematic pump using prepaid label within 10 days.